Event description:
It was reported that a remote monitor transmission showed that the ventricular capture management algorithm adapted ventricular output to an unusually higher level than previously noted trends, which the device usually adapted the ventricular output to. It was also reported that remote monitor transmissions will continue to be observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).